Event description:
It was reported that a patient underwent an atrial flutter right (r-afl) procedure with a thermocool smarttouch sf catheter and the outer coating was coming off the catheter. Towards the end of the right sided flutter line case, a foreign body was noticed to be in the patient. The brand new not expired thermocool smarttouch sf catheter was opened and inserted in the body. The physician noticed pieces of the catheter was on the physician¿s glove. It was unknown if an injury was caused to the patient. The catheter was pulled out of the body and the outer coating of the entire link was falling off the catheter. There were pieces of the catheter on the sterile table, all over their sterile gloves and inside of the sheath that the catheter was inserted into. The catheter was fully inserted into the body with the tip of the catheter in the right atrium. As of now (the time of the call), the patient was stable and woke up from anesthesia normally. The patient was not exhibiting any signs of a stroke. The physician was manipulating the parts of the catheter that was outside of the sheath. The physician looked down and noticed hands were covered in blue particles that were coming off the catheter. They rubbed the catheter and the outer blue coating was coming off even more. They retained the catheter and the sterile packaging of the catheter. There were pieces of the outer coating of the catheter in the sterile packaging. The caller visually confirmed that the thermocool smarttouch sf catheter outer coating was falling off the catheter. No medical intervention was provided to the patient. A brand new thermocool smarttouch sf catheter, brand new webster coronary sinus catheter and brand new patches were used during the procedure. It was unknown why the coating to the thermocool smarttouch sf catheter came off. Additional information was received on 28-jul-2025 to correct that "there was no foreign body left in the patient." Additional information was received on 30-jul-2025. The device was stored in an air conditioned, very large supply room that runs the length of the entire department. The ceilings are very high with only small, rectangular windows high on the exterior wall. The catheters were hanging on a metal rack that is also full of other ep catheters from biosense webster, inc. And other vendors. This has been the location of storage since they arrived at the facility. The device was in storage approximately 2-2.5 years. Unable to go back further in customer connect prior to 30-jul-2023. The production and expiration date 29-nov-2022, 28-nov-2025. No foreign body was noticed to be in the patient. There has been no patient consequence reported at this time. No ablation was performed with the catheter in question. The material was noticed on the physician¿s gloves and he could remove more material by rubbing the catheter surface. The material was also noted to be on the sterile field, the back sterile table and the gloves of the assistant. The catheter was removed from the agilis sheath which had its distal tip located in the patient¿s right atrium. The sheath was aspirated using syringes and then also removed from the body. No extended hospitalization. The physician does not have an opinion as to why the catheter coating was coming off the catheter.

Manufacturer narrative:
The product has not returned for analysis, however, pictures were provided by the customer. Evaluation is still in progress. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial flutter right (r-afl) procedure with a thermocool smarttouch sf catheter and the outer coating was coming off the catheter. The device evaluation was completed on 11-nov-2025. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection, fourier-transform infrared spectroscopy (ft-ir), scanning electron microscopy (sem), and a thermogravimetric analysis (tga) of the returned device were performed. Visual inspection revealed braid exposed in almost all shaft area, flakes of shaft residues were getting detached. Due to the condition identified, a manufacturing meeting investigation was performed to determine the root cause of the issue. After concluding the investigation it was identified that the ft-ir, sem, and tga analyses collectively indicate that the polymer material has undergone some form of degradation, induced by external environmental factors such as light exposure, humidity, or temperature fluctuations. The spectroscopic, morphological, and thermal data suggest alterations in the polymer¿s chemical structure, surface morphology, and thermal stability, pointing towards progressive degradation processes. However, despite these observations, the precise degradation mechanism and the specific pathways involved remain unclear. The assignable cause could not be determined, but this investigation suggests that environmental factors were involved. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The shaft issue reported by the customer was confirmed. The root cause of the issue is traced to the environmental factors. The instructions for use (IFU) contain the following statement in the packaging and sterilization sections: the catheter is supplied sterile. The catheter is secured in a two-piece thermoform tray and placed into a tyvek®/nylon film pouch, sealed, and placed in a box. Both the pouch and thermoform tray are sterile unless the package is damaged or opened. Store in a cool, dry, dark place. Storage temperature should be between 5°c and 25°c (41°f and 77°f). As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 09-sep-2025. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. The pictures evaluation were completed on 03-oct-2025. It was reported that a patient underwent an atrial flutter right (r-afl) procedure with a thermocool smarttouch sf catheter and the outer coating was coming off the catheter. Pictures were received for evaluation following johnson & johnson medtech (j&j medtech) procedures. According to pictures provided by the customer, the outer polymer shaft coating of the catheter was observed peeled off with exposing the braided cable; however, the root cause of the peeling condition cannot be determined at this time. Additional pictures were provided. The photos were reviewed and revealed the way that the devices are stored; however, it cannot be determined whether the devices involved in the complaint are shown in the photos; therefore, no results can be obtained from it. A manufacturing record evaluation was performed, and no internal actions related to the reported complaint condition were identified. The customer complaint was confirmed based on the picture received. The device has been returned for analysis, further investigation will be performed under the product investigation for the physical device. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: -investigation findings: mechanical problem identified (c07) / investigation conclusions: cause not established (d15) / component code: tip (g04129) were selected as related to the customer¿s reported ¿outer coating was coming off the catheter¿ issue. In addition, biosense webster inc. Analysis finding of the ¿the outer polymer shaft coating of the catheter was observed peeled off with exposing the braided cable¿. -investigation findings: mechanical problem identified (c07) / investigation conclusions: cause not established (d15) / component code: rod/shaft (g04112) were selected as related to the customer¿s reported ¿outer coating was coming off the catheter¿ issue. In addition, biosense webster inc. Analysis finding of the ¿the outer polymer shaft coating of the catheter was observed peeled off with exposing the braided cable¿. -investigation findings: appropriate term/code not available (c22) / investigation conclusions: cause not established (d15) / component code: tip (g04129) / rod/shaft (g04112) were selected as related to the photo provided and to the customer¿s reported ¿outer coating was coming off the catheter¿. - investigation findings: results pending completion of investigation (c21) / investigation conclusions: conclusion not yet available (d16) as related to the pending device analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The picture investigation was reopened to clarify/correct the investigation findings reported under the 3500a follow-up #1 which resulted in the following updated investigation on 25-nov-2025. It was reported that a patient underwent an atrial flutter right (r-afl) procedure with a thermocool smarttouch sf catheter and the outer coating was coming off the catheter. Pictures were received for evaluation following johnson & johnson medtech (j&j medtech) procedures. According to pictures provided by the customer, the outer polymer shaft coating of the catheter was observed peeled off with exposing the braided cable; however, the root cause of the peeling condition cannot be determined at this time. Additional pictures were provided. The photos were reviewed and revealed the way that the devices are stored; however, it cannot be determined whether the devices involved in the complaint are shown in the photos; therefore, no results can be obtained from it. A manufacturing record evaluation was performed, and no internal actions related to the reported complaint condition were identified. The customer complaint was confirmed based on the picture received. The device has been returned for analysis, further investigation will be performed under the product investigation for the physical device. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: -investigation findings: mechanical problem identified (c07) / investigation conclusions: cause not established (d15) / component code: tip (g04129) were selected as related to the customer¿s reported ¿outer coating was coming off the catheter¿ issue. In addition, biosense webster inc. Analysis finding of the ¿the outer polymer shaft coating of the catheter was observed peeled off with exposing the braided cable¿. -investigation findings: appropriate term/code not available (c22) / investigation conclusions: cause not established (d15) / component code: tip (g04129) were selected as related to the photo provided and to the customer¿s reported ¿outer coating was coming off the catheter¿. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).